Manufacturer narrative:
The fse found rbc bath (vc2) was not seated properly over the rbc aperture blocks which caused the reagent to drip from the bath. The fse found that the vacuum errors were due to rbc apertures pulling in air instead of reagent during count cycle. The fse removed the rbc aperture blocks to dry modules and to reseat the bath. The fse also found the aperture housing electrode was not attached. The fse replaced the rbc aperture housing which includes the electrode, and reinstalled the rbc apertures and bath to resolve the issues. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a contained diluent reagent leak of approximately one (1) ml from red blood cell (rbc) count bath of the coulter lh 780 hematology analyzer. The customer stated that the instrument was unable to pass startup and generated low vacuum errors. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.